Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's reported issue was not reproduced. However, twisted cable was observed. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had poor video image quality (poor contact). The issue occurred during preparation (test period) for a diagnostic procedure . The device was replaced and the intended procedure was completed using a similar device. There were no reports of patient harm.